Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 6/1/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/26/2022. H6: appropriate term / code not available (e2402) utilized to capture bulging. Additional b5 narrative: it was reported that the patient had a removal surgery on (B)(6) 2017. It was reported that following the procedure the patient experienced adhesion, hernia recurrence, and bulging. Date sent to the FDA: 5/26/2022. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted.